Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 228 and 176 mg/dl. The normal control range was 95-132 mg/dl. The customer did not allege any adverse events. The test strips and meter were returned for evaluation, and replacement products were sent.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 72 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent. The complaint was initially missed by customer service, so it will be submitted past the 30 day window.